Manufacturer narrative:
The product remains implanted; therefore, no product analysis can be performed. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty was performed. Left bundle branch block was then noted and progressed to atrial-ventricular dissociation complete heart block (chb). A temporary pacemaker was inserted for overnight observation. One day following valve implant, the chb remained. Subsequently, a dual chamber permanent pacemaker was implanted which resolved the chb. No additional adverse patient effects were reported.